Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the carton box label of bd¿ syringe 60ml e/t had incorrect label.

Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. DHR cannot be reviewed since lot number is unknown. Investigation conclusion: the marking scale of the syringe is up to 60ml according to procedure, but the nominal value of the syringe is 50ml. According to regulations, if the scale is extended beyond the nominal capacity, the extended portion shall be differentiated from the rest of the scale. In this case, it is differentiated by encircling the scale number of the nominal capacity at the 50ml line. As no samples were available for evaluation, the reported defect could not be substantiated. Root cause description: since labeling of this lot is according to bd specifications the alleged defect cannot is not considered a manufacturing defect. Rationale: complaints received for this device and defect will be monitored by our quality team. Since no manufacturing defect has been detected no corrective action is taken.

Event description:
It was reported that the carton box label of bd¿ syringe 60ml e/t had incorrect label.

Manufacturer narrative:
Correction: in section of the previously submitted MDR, sections and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date.

Event description:
It was reported that the carton box label of bd¿ syringe 60ml e/t had incorrect label.